Manufacturer narrative:
Cerelink icp probe was returned for evaluation: failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed. Catheter received tied in loops held by sutures, cerelink monitor reading was not acceptable; icp express passed read ¿no transducer detected¿. Found green wire (center wire) broken in connector. Connector shows some blooming on the gold pads, but mainly between the gold pads. Accepted by the cerelink monitor, and icp express read 496 after resoldering the broken wire. The device passed electronic, noise, linearity/hysteresis, and signal drift test. Root cause - based on the failure analysis, the root cause could be determined as a mishandling of the device. Furthermore, the possible cause of the broken connector wire is if said connector was dropped after unplugging patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink microsensor was placed on (B)(6) 2022 in the or (operative room). The icp and waveform were normal. The patient was taken to the picu (pediatric intensive care unit). The patient needed to use the bathroom and the nurse disconnected the sensor and he got out of bed. When he returned, the nurse connected the transducer cable to the sensor then a ¿sensor/cable failure¿ message was displayed on the monitor. They switched out the transducer cable, which did not fix the problem. Next, they powered down the monitor, disconnected the sensor then reconnected after 30 minutes with the monitor on battery power. After reconnecting, they received the same message. The microsensor was explanted on (B)(6) 2022 and was not replaced.